Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and observed fault code 111 and 112 in the diagnostic fault log. To fix the issue, the fse reloaded and reinstalled the software as per service manual instructions then tested the iabp to factory specifications. As a precautionary measure, the fse also cleaned the iabp's display head. The fse then completed preventive maintenance (pm) with full calibration, functional testing and safety checks to factory specifications and returned the iabp to the customer cleared for clinical use.

Event description:
Customer reported that while supporting a critical patient on the intra-aortic balloon pump (iabp), the iabp suddenly shutdown completely. The customer switched the iabp to another outlet and with much difficulty got it running again. The company representative suggested that the customer swap the iabp and have it evaluated. Iabp console to be sent to bio-med once this was accomplished. No death or serious injury was reported.